Manufacturer narrative:
Section h10: (d4) lot number: 53636003 (h3) based on historical complaint investigations and the returned device, the broken reamer reported in was likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or coming in contact with hard bone, which led to brittle fracture.

Event description:
As reported, during use, the instrument broke; the pilot nose sheared off. Surgeon confident of clean break and both pieces retained, no patient impact. The surgeon checked for parts and pieces. No patient information reported.